Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 329 mg/dl. Pump system check with tandem technical support did not locate source of occlusion. Customer changed pump supplies and reportedly, insulin therapy was resumed.